Event description:
It was reported that the force bipolar instrument was defective, had 1 use left. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 0.1750' offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip did show damage. The molded insulator is broken. The complaint was confirmed by failure analysis.additional observation related to customer reported complaint: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0420" in size.